Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The drive gas check valve was replaced, resolving the reported complaint.

Event description:
The hospital reported that the unit alarmed for high positive end expiratory pressure. There was no report of patient involvement.